Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical generator unit (iesu) or erbe due to error 4-8a. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of erbe error: 4-8a points to monopolar bottom port, unable to read instrument data. Check cord connections.)

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, clinical sales representative contacted the technical service engineer during a procedure after receiving a text that there were erbe energy issues. The customer stated the site had already replaced the energy cords and the monopolar curved scissor without improvement, and had performed two hard erbe resets with no change. The customer also stated the site connected a force triad generator to continue the surgical procedure. Tse reviewed the system logs, identified an erbe error 4-8a indicating the monopolar bottom port was unable to read instrument data (ds2430 crc error), and discussed the fault with the customer. The procedure was completing as planned with no reported injury.